Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 1997-(B)(6), product type lead product ID neu_unknown_ext, serial# (B)(4), implanted: 1997-(B)(6), product type extension product ID 3550-09, lot# l77682, implanted: 2000-(B)(6), explanted: 2001-(B)(6), product type accessory. (B)(4).

Event description:
It was reported the patient had her implant revised 10-11 years prior to report. No further information was reported.